Event description:
It was reported by repair work order that the bed experienced unintended motion due to a malfunctioning bed extender and linear position sensor. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.